Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with sphincterotomy on (B)(6) 2011. According to the complainant, during the sphincterotomy, the physician noted that the cutting wire curled (twisted into an "s-shape") when the device was bowed. No other visible issues were noted to the device. The procedure was completed another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that working length and exposed cutting wire were kinked/bent, this is now considered a reportable event.

Manufacturer narrative:
The device component codes 430 and 3038 relates to the device problem code 1339 for the evaluation findings of cutting wire and catheter kinked. A visual examination of the returned device found that the working length was twisted and presented multiple kinks. The distal tip with exposed cutting wire was severely twisted. The exposed cutting wire was bent similar to a spiral. During a functional analysis, the device tip failed to bow past 90 degrees due to the twisted distal tip/cutting wire. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The investigation concluded that the distal tip with exposed cutting wire was likely twisted during customer usage (handle rotation) which then affected the bowing functionality of the device. Therefore, the most probable root cause classification is operational context.